Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the staples did not form properly and the device partially fired. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the patient's condition is satisfactory.